Manufacturer narrative:
Visual evaluation of the returned device found that the flare was detached. In addition, the catheter was kinked in the extreme of the strain relief and near to the dongle. Further examination noted that the key was deformed and dongle shaft was in good condition. The handle cannula was in good condition and there was evidence of the flare manufacturing process present on the catheter. Functional testing could not be performed due to the flare detachment. The flare detached; this condition makes the device inoperable. The review and analysis of all available information failed to indicate the root cause of this complaint. A review of the device history record (DHR) was performed and no deviations were found. A search of the complaint database confirmed that no other complaints exist for the specified batch.

Event description:
It was reported to boston scientific corporation that a rotatable medium oval snare was used in the colon during an endoscopic mucosal resection(emr) procedure performed on (B)(6) 2015. According to the complainant, during preparation, the distal tip of the snare loop separated. The procedure was completed with another rotatable snare. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
(B)(4) the distal tip of the snare loop separated. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a rotatable medium oval snare was used in the colon during an endoscopic mucosal resection(emr) procedure performed on (B)(6) 2015. According to the complainant, during preparation, the distal tip of the snare loop separated. The procedure was completed with another rotatable snare. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.